Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm. Problem isolated to force sensor. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or unable to verify frozen screens due to critical pump error.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had a frozen display. The customer¿s blood glucose level 117 mg/dl at the time of the incident. Customer state that the screen is not completely blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.